Event description:
Pt had a percutaneous nephrostomy with stone removal in 2001. This was a long procedure (approx 6.5 hrs) using instrumentation and ultrasound. At the end of the procedure it was known there would be a second surgery for add'l stone removal. 1 week later, the pt had a second percutaneous nephrostomy and a foreign body was identified in the kidney. On removal, it was discovered to be the tip of an instrument, investigation showed it to be the tip of an ultrasonic probe, about 2cm long, which had sheared cleanly off the probe. There was no known harm to the pt, though it is unknown if this might have caused problems and necessitated removal if it was not found during the scheduled second surgery.